Manufacturer narrative:
Sorin group (B)(6) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code several times during a procedure. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue on the patient side display. A temperature calibration was performed to resolve the issue. The unit was run overnight with no errors and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code several times during a procedure. There was no patient injury reported.